Event description:
It was reported that patient underwent revision hip arthroplasty on (B)(6) 2013 due to infection. A subsequent revision procedure was performed on (B)(6) 2013 to remove the acetabular liner and locking ring due to infection. A competitor modular head was also removed.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01300 / 01301). The revision procedure that took place on march 13, 2013 was reported on medwatch 1825034-2013-00908.